Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues event on (B)(6) 2026. The patient experienced high blood glucose level and was treated with correction bolus via pump. The event occurred within three or more hours of insertion. The patient replaced infusion sets and resumed insulin successfully.